Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of the atrial channel resulting in an inappropriate shock. Device data was sent to (B)(6) for review. Data review determined the shock was delivered due to a true atrial arrhythmia. (B)(6) also identified that there was a high out of range shock impedance and recommended further evaluation of the lead to ensure there is not compromise to integrity. This device system remains in service. No adverse patient effects were reported.